Event description:
It was reported to boston scientific corporation that an orbera balloon was implanted into the stomach on (B)(6) 2022. At the time of explant on (B)(6) 2023, the orbera balloon was found to be deflated inside the patient's stomach. The balloon was removed as planned and there were no patient complications as a result of this event.

Manufacturer narrative:
Block h6: device code a1401 captures the reportable event of balloon deflated. Block h10: investigation summary with the available information, boston scientific concludes that the reported event of balloon deflation was confirmed. Device analysis found the balloon was returned deflated with black coloration. There was a large hole on the shell and the hole rolled inwards. Based on all available information and analysis of the returned device, the most probable cause of this complaint is known inherent risk of device. Device history records review: a review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Device technical analysis: the orbera365 intragastric balloon system was received for analysis. Visual inspection of the balloon noted the balloon was received deflated with black coloration there was a large hole on the shell that rolled inwards. Labeling review: a labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label. Investigation conclusion: based on all available information and analysis of the returned device, the most probable root cause of this complaint is known inherent risk of device.

Event description:
It was reported to boston scientific corporation that an orbera balloon was implanted into the stomach on (B)(6) 2022. At the time of explant on (B)(6) 2023, the orbera balloon was found to be deflated inside the patient's stomach. The balloon was removed as planned and there were no patient complications as a result of this event.

Manufacturer narrative:
Block h6: device code a1401 captures the reportable event of balloon deflated.